Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that attempts to clear the alarms were unsuccessful, as the alarms continued to recur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the pump booted with audio and vibration. The display screen was observed to be blank. The unit was reprogrammed with a new software code, and the pump booted to verify screen with no alarms observed. The time and date were accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hrs. On a 1 unit per hour basal rate with no alarms duplicated. Further testing was prohibited due to the blank screen which was caused by corrupted software. The pump was opened for investigation and there was no evidence of moisture or corrosion inside pump observed. The radio frequency transceiver flex was intact and secure to printed circuit board connector with no evidence of trace cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.